Event description:
Reporter stated that emergency medical services were summoned to the home of an unconscious diabetic patient. Reporter indicated that the ems crew attempted to test patient's blood glucose twice, using the aviva system, and obtained error messages. Reporter stated that an additional meter was used (type not provided) to test patient's blood glucose which also produced an error message. Twenty-three minutes after arriving, the ems crew transported patient to the hospital. Fifty minutes later, patient's blood glucose reportedly measured "hi" on a hospital meter and 79 mmol/l in the facility's lab. No information about treatment received, while hospitalized, was provided. Reporter did not have any information about patient's current condition. The manufacturer requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The event occurred in another country.